Event description:
Healthcare professional reports 8 cracked venous headers noted along the threads of the headers during reprocessing. The average reuse number was noted to be 14 reuses. No leaks were noted on the outside of the case. The dialyzers were discarded upon noticing the cracks. The healthcare professional reports no pt injury and no need for medical intervention.